Manufacturer narrative:
The second physician is dr. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method and endovive jejunal feeding tube were used during a percutaneous endoscopic gastrostomy placement procedure on (B)(6) 2022. Post procedure, the endovive jejunal feeding tube detached from the endovive peg tube and migrated into the stomach. Upon x-ray, it was confirmed the tube was in the gastric cavity. The physician removed the tube and a new endovive standard peg kit push method and endovive jejunal feeding tube were placed. There were no patient complications reported as a result of this event.